Manufacturer narrative:
Insulin pump received with motor error alarm during the basic occlusion test due to loose/slant drive support disk. Motor passed motor test. Pump received with broken belt clip slot and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. Customer was not exposed to magnetic field or MRI. Insulin pump will be replaced.